Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated while performing weekly maintenance on the axsym analyzer, received error code 5061 "homing failure processing syringe." The customer stated the syringe was making an unusual humming noise and smoke was observed coming from the syringe. There was also a very strong electrical burning smell. The customer powered off the analyzer. No injury occurred.